Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from multiple patient samples using vitros tsh reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control data, there was no indication that a vitros tsh reagent issue contributed to the lower than expected results. Vitros tsh precision testing was within acceptable limits, indicating that the vitros 5600 integrated system was operating as intended and did not likely contribute to the events. Pre¿analytical sample handling or a sample-related issue due to an unknown interferent could not be ruled out as contributing factors. Ortho clinical diagnostics continue to work with the customer to investigate the lower than expected results. (B)(4).

Event description:
A customer obtained lower than expected tsh results from multiple patient samples using vitros tsh reagent with a vitros 5600 integrated system. The results obtained are as follows: sample 1: 0.065 miu/l versus expected result of 1.270 miu/l. Sample 3: 0.205 miu/l versus expected result of 0.336 miu/l. Sample 4: 0.018 miu/l versus expected result of 0.622 miu/l. Sample 5: 0.032 miu/l versus expected result of 0.077 miu/l. Sample 7: 0.040 miu/l versus expected result of 0.092 miu/l. Sample 13: 0.023 miu/l versus expected result of 1.480 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were reported from the laboratory. There is no allegation of patient harm as a result of these events. This report is number three of five MDR's for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).

Manufacturer narrative:
Ortho clinical diagnostics worked with the customer and investigation is now complete. A definitive assignable cause could not be determined for samples 3, 5 and 7. No vitros tsh reagent performance issues are indicated based on the historical tsh quality control data. An instrument related event has been ruled out as a contributing factor as within-run precision testing was within the acceptable guidelines. Pre-analytical sample handling and a sample related issue due to an unknown interferent cannot be ruled out as a contributing factors. The most likely assignable cause of the event for samples 1, 4, and 13 is unknown, however, a sample interferent that affects the vitros tsh assay, but not the non-vitros assay cannot be ruled out as contributing to the event. The investigation determined the patients were taking biotin. It is unknown what dosage of biotin is being taken by the patients. Per the tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5ug/dl. However, current medical literature (biotin interference on tsh and free thyroid hormone measurement, pathology, april 2012 ¿ volume 44-issue 3 ¿ pg. 278-280) states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the sample is a potential interfering substance and cannot be ruled out as contributing to the event.